Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the rep found serious impedance issues during routine programming. The rep stated the following: ¿when 0 is reference - 1-7,11 ,12 all >40k; the rest are >20k. When 8 reference - 9,10,13,14,15 normal; 11,12 >40k ohms; 0 21k 1,2,4,5,6,7,11,12 >40k ohms. Caller states everything associated with 0-7 lead is essentially >40k ohms. Caller ran group impedance: a1 >4000ohms (contact 0,2,4 are being used); a2 878ohms.¿ no symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The cause of the open contacts on the lead was not determined. The issue has not been resolved. Another impedance check showed the same results on 0-7 and additional out of range values for 12-15. The rep programmed using only 8-11 and the patient is getting adequate coverage and pain relief. The patient is considering a lead revision. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the system was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-07. The cause of the high impedances was not determined. The patient is getting an x-ray to determine if the lead has come out of the header block. The patient¿s weight at the time of the event is unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-14. The rep stated that the patient has not gotten the x-ray yet. No further complications were reported/are anticipated.

Manufacturer narrative:
The ins, s/n (B)(4), was returned and analysis found no anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The lead, s/n (B)(4), was returned and analysis found that all conductors are broken 19.9 cm from the distal end. The lead, s/n (B)(4), was returned and analysis found that #0, #2-#7 conductors are broken 17.6 cm from the distal end. Please note that (B)(4) correspond to the ins. Please note that (B)(4) correspond to the two leads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# v(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type lead. Analysis of the implantable neurostimulator and leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that after the x-ray, the lead appeared to be inserted into both sides of the header block. Their previous speculation that the 0-7 lead might have been pulled out of the header block didn't appear to be the case. The representative noted that the open circuits must have been occurring elsewhere along the lead. No further complications reported.